Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The MFR's svc technician reported he verified the customer reported problem due to a pressure sensor failure. The svc tech replaced the sensor board to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na.